Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were not used in this study. Other company¿s devices were not used in this study. (B)(4).

Event description:
This complaint is from a literature source. It was reported that with 328 consecutive patients with structural heart disease and vt who underwent radiofrequency catheter ablation between august 2006 and august 2013. Among them, 3 patients suffered strokes based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿outcomes of ventricular tachycardia ablation in patients with structural heart disease: the impact of electrical storm.¿ the purpose of this study was to investigate predictors of long-term outcomes after catheter ablation (ca) for ventricular tachycardia (vt) and the impact of electrical storm (es) prior to index ablation procedures. Suspect device is a 3.5-mm open-irrigated-tip navistar thermocool catheter, however catalog and lot number is unknown. This adverse event is assessed as life threatening and is to be considered serious and MDR reportable.